Event description:
It was reported that while using the femoral impactor, the femoral impactor block broke in half. The surgical technique was utilized. There was no surgical delay. No foreign bodies were retained. There was no patient harm. Another device was used to complete the surgery. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2 : foreign country : united kingdom. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual examination of the provided pictures identified signs of use and the device fractured into two pieces. No further analysis can be made. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.